Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a spinal stimulator installed almost 2 months ago and they had no relief whatsoever. They did a trial stimulator that worked perfectly. They stated that their doctor told them today that their leads had pulled down about an inch and that they would get back to them about what to do, but the patient was in a lot of pain. The patient noted that they could not wait a 3 month length of time to get this resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 19-apr-2025, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 19-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.